Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received with the firing mechanism damaged, and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lockout tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed, and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap oophorectomy procedure, the device misfired. The doctor decided to use electrocautery to complete the case with no patient consequence.